Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited high pacing impedance measurements greater than 2,000 ohms. It was also reported there was noise on the rv lead, but this patient was not pacemaker dependent and rarely required rv pacing therapy. The rv lead was surgically abandoned at the same time the device was replaced. No additional adverse patient effects were reported.